Event description:
Patient undergoing ptca in cath lab. Rt (6fr) femoral artery sheath exchanged for 7fr sheath but unable to advance; sheath discontinued. Second arterial puncture done; right femoral artery access obtained and 8fr sheath inserted. Oozing noted around sheath and c clamp applied to right groin site. Left groin prepped and access obtained for placement of fr sheath. Ptca procedure completed, lesion inflated several times with no relief of pain. Patient scheduled immediately for coronary artery bypass surgery; c clamp left on rt groin and rt common femoral artery tear repaired while patient in or. Manufacturer's sales rep. Was in-house and took sheath with her; event not reported as "product related" until 1/31/92.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: design, manufacturing, inherent risk of procedure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was destroyed/disposed of.